Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. The valve was implanted at a depth of 6 mm on the left coronary cusp (lcc) and non-coronary cusp (ncc). It was reported that a left coronary artery occlusion occurred due to movement of the valve leaflet. A stent was implanted in the left main trunk. No additional adverse patient effects were reported.